Event description:
During hospitalization for hyperglycemia and hyperkalemia, pt developed increased ldh (1564) secondary to suspected hemolysis and pump thrombosis on (B)(6) 2015. Pt was not deemed a surgical candidate for exchange due to complicated pectoralis flap and ldh improved with heparin gtt. On (B)(6) 2015, ldh acutely increased (4271); ast 2700, alt 900, t. Bili 3, inr rose to 2.1, creatinine worse at 1.9. On (B)(6) 2015, ldh downtrended to 1400 with associated decrease in ast (1764). On (B)(6) 2015 pt's heart failure progressed, required respiratory and hemodynamic support in the ICU. Despite maximal therapy, multi-organ failure ensued and pt's family wished to withdraw support on (B)(6) 2015.